Event description:
Customer tried the product on clean dry skin. Wore for 2 days. Removed due to itching. Found redness under tape border. Discontinued product and returned to his hollister product.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. From a clinical perspective, a causal relationship between the esteem synergy 2 pc - durahesive (dh) moldable product and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No additional patient/ event details have been provided to date. Should additional information become available a follow up report will be submitted. Reported to FDA on (B)(4) 2013. Event date: unknown, so the date used was the date convatec became aware.